Event description:
It was reported that the user experienced recurrent low glucose readings, with a fingerstick of 60 mg/dl and the ilet displaying 59 mg/dl, and the user treated with oral carbohydrate by drinking approximately two small cans of pineapple juice. Symptoms included hypoglycemia. Outcomes included urgent low glucose that required immediate oral glucose treatment. Investigation included troubleshooting and user education. Investigation of this case revealed that a definitive device malfunction or user-related cause could not be determined based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.